Manufacturer narrative:
B5 describe event or problem - updated. H6 patient codes - updated.

Event description:
It was reported that pericardial effusion occurred. The sinotubular junction of the native anatomy had a shelf of calcium. A 25mm lotus edge valve was advanced to treat the aortic valve. While attempting to advance the 25mm lotus edge valve system through the aortic root and native annulus, the physician encountered resistance: however, the 25mm lotus edge valve was able to be successfully implanted. Following implant, echocardiography indicated a small effusion that was not observed pre-procedure. > 24 hrs later, the patient had been taken to the operating room. A torn intimal flat off the aorta, type a dissection, pericardial effusion and bleeding into the fat pad around the right coronary artery were noted. A biological bentall procedure was performed where the aorta and 25mm lotus edge valve were explanted and replaced with a graft. The patient is expected to recover. It was further reported that post-procedure the patient developed new pathological q-wave or left bundle branch block (lbbb) and on the same day as the procedure, the patient experienced cardiac arrest.

Event description:
It was reported that pericardial effusion occurred. The sinotubular junction of the native anatomy had a shelf of calcium. A 25mm lotus edge valve was advanced to treat the aortic valve. While attempting to advance the 25mm lotus edge valve system through the aortic root and native annulus, the physician encountered resistance: however, the 25mm lotus edge valve was able to be successfully implanted. Following implant, echocardiography indicated a small effusion that was not observed pre-procedure. > 24 hrs later, the patient had been taken to the operating room. A torn intimal flat off the aorta, type a dissection, pericardial effusion and bleeding into the fat pad around the right coronary artery were noted. A biological bentall procedure was performed where the aorta and 25mm lotus edge valve were explanted and replaced with a graft. The patient is expected to recover.

Manufacturer narrative:
H3 device evaluated by MFR: procedural media was provided to aid in the investigation and was reviewed by a boston scientific quality engineer. The provided media does not capture the device advancing to the annulus. The actual release of the valve is not captured. The final assessment shot shows that valve to be well positioned with a moderate waist. No issues with the aorta were captured in the media review.

Event description:
It was reported that pericardial effusion occurred. The sinotubular junction of the native anatomy had a shelf of calcium. A 25mm lotus edge valve was advanced to treat the aortic valve. While attempting to advance the 25mm lotus edge valve system through the aortic root and native annulus, the physician encountered resistance: however, the 25mm lotus edge valve was able to be successfully implanted. Following implant, echocardiography indicated a small effusion that was not observed pre-procedure. > 24 hrs later, the patient had been taken to the operating room. A torn intimal flat off the aorta, type a dissection, pericardial effusion and bleeding into the fat pad around the right coronary artery were noted. A biological bentall procedure was performed where the aorta and 25mm lotus edge valve were explanted and replaced with a graft. The patient is expected to recover. It was further reported that post-procedure the patient developed new pathological q-wave or lbbb and on the same day as the procedure, the patient experienced cardiac arrest.